Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8177694. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: sample was unavailable for return, a thorough sample investigation could not be completed. Root cause description: based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that a cracked extension tube was found during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "after the indwelling day, when preparing the infusion the next day, when the catheter was evaluated, a crack was found in the extension tube, and it was immediately removed."